Event description:
Reporter alleged blood glucose measured low results in the "teens" or lower and has received at least 10 different values in the single digits which is outside the reading range of the meter. It was stated the memory shows a "1" on the display however the customer indicated not treating himself based on that or any of the of the low results. Reporter stated the memory does not seem to be accurate and was unable to identify any of the actual test results received. No treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.